Event description:
The essence guidewire could not go through the prowler 14. When pre-loading the essence guidewire (gw) into the prowler 14 microcatheter (mc) prior to insertion into the patient, the gw could not go through the mc. The gw was removed from the mc and the same mc was used to complete the procedure. There was no patient injury. The gw was not inspected for kinks or bend, and the gw was removed from the hub. No additional information was available. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer.

Manufacturer narrative:
Per analysis, as received, the specimen does not present any obvious indication of manufacturing defect or anomaly. Except where noted, the specimen appears visually and dimensionally correct. No fractures were noted. The specimen presents an offset coil condition located 3.85 to 4.00 cm form the distal tip creating a localized oversized condition to the immediately proximal of the intermediate joint. As noted in the complaint notes, the device was not inspected for damage prior to use. Confirmed multiple bends and kinks in the distal floppy tip area. The evidence presented by the specimen and the limited background documentation indicates handling factors may have contributed to the event. These observations and suppositions are based on the evidence presented by the sample article and the supporting documentation.